Event description:
The customer's mother reported a battery out limit alarm and a blank screen. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a blank display due to a broken component on the interface board. Unable to verify any alarms due to the blank display.